Manufacturer narrative:
There were no reported injuries associated with this incident. However, due to the prior submission of a reportable incident on the damon plier on may 13, 2005 (MDR #2016150-2005-00001: malfunction which led to a serious injury), this incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely to cause of contribute to a death or serious injury if the malfunction were to recur.

Event description:
In april 2006 a doctor informed ormco corporation that he had a damon utility opening/closing plier with a broken tip insert, braze failure.